Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device bio-ID reader was responding slowly and frequently forcing users to authenticate with passwords. The field service engineer (fse) investigated observed multiple logins attempts with an escort user, all of which authenticated quickly and successfully on the first attempt. To optimize performance, the fse checked and adjusted the network card settings from auto negotiation to 100 mbps half duplex. The fse then tested the biological identifier reader multiple times using the hardware test application (hta) and confirmed that the reader functioned properly with consistent, successful results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric ID readers were slow and frequently required users to enter passwords. This slowed down the medication removal process, and in some cases, the biometric authentication failed, requiring password entry. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.